Event description:
The customer reported that the system displayed a filament regulator error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and was unable to duplicate the reported problem. The filaments were calibrated. The printed circuit boards in the workstation and generator were reseated. The system was tested and found to be working as intended and put back into service. This event may have resulted in a possible accidental radiation occurrence.